Event description:
I have developed arrhythmia after the placement of the essure, this includes dizziness and chest pain and shortness of breath. I have had two cardiac ablations and a third will be done (B)(6) 2015. I have worsening migraines, and worsening nausea. I have also developed longer painful menstrual periods. I recently had to get an uterine ablation for it. I could not leave my home because I was bleeding through my clothes. I also bleed after sex. I bleed in between periods. I also have a fibroid tumor. If the ablation does not work I will be given a hysterectomy. I am always in pain. Have also tried many migraine meds that don't work. I see a headache specialist in (B)(6) 2015.